Event description:
The customer contact reported a separation. At an unspecified time, the tubing set separated at an unspecified location at the filter of the tubing set. No specific details were provided. There were no reported adverse patient effects adn no reported delay of critical therapy to a patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
One used device was received for evaluation. Visual inspection of the sample revealed that distal tubing from the filter had separated from the filter. The device was examined under ultra violet light. This was due to a lack of solvent sealer int he joints between the distal semi-ridge adn the filter was noted. In addition, it was determined tha the semi-rigid could be slanted and this condition could cause a not effective attached between commodities involved. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 2418142 and 170334w. This report represents all the information known by the reporter upon query by hospira personnel.